Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a redo pulsed field ablation procedure exhibited air ingress. A pump was used as the method of irrigation of the sheath with a flow rate of 50 ml per hour. After transseptal puncture, when air was checked with a syringe during insertion of a farawave catheter, a large amount of air was noted in the sheath. No air was noted prior to the insertion of the farawave catheter. No leak was noted, and no air was noted in the patient. The procedure was completed successfully with another sheath. No patient complications were reported. The sheath is not expected to return as it was discarded.